Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07019. It was reported that the patient presented remotely via merlin.net. Review of the transmissions revealed that the right ventricular and right atrial leads exhibited noise noted on automatic mode switch and noise reversion episodes. No device intervention or patient symptoms were reported. Further information was requested, but not yet received.